Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. As soon we have the sample on hand, we will start the investigation. The root cause of this event cannot be determined at the moment.

Event description:
Customer complaints blood leak during treatment. No pt harm and no medical intervention was needed.